Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 80 units of insulin. The customer was unable to provide the amount of insulin that had been delivered. The customer loaded a new cartridge successfully and received an accurate fill estimate. The customer's blood glucose (bg) level was over 400 mg/dl, and was addressed with a correction bolus. During a follow-up call on 4/15/2017, it was reported that the customer went to the emergency room (ER) in an ambulance on (B)(6) 2017. Reportedly, the customer's bg level elevated to 845 mg/dl with ketones. While at the ER, the customer was treated with 4 bags of fluids and insulin drip. Approximately 5 hours later, the customer was transferred to the intensive care unit (ICU) for diabetic ketoacidosis (dka). While at the ICU, the customer was treated with intravenous (IV) fluids and insulin. At the time of the reported event, the customer was using manual injections at the time of the call and bg level was at 170 mg/dl. During a follow-up call on 4/19/2017, system check with tandem technical support showed that the customer received multiple incomplete bolus alerts on the day of the reported event. Reportedly, the customer discarded the supplies before inspecting. The customer was released from the hospital on (B)(6) 2017, with no permanent damage to the customer, and the issue resolved.

Manufacturer narrative:
The failure investigation has been completed and the alleged incomplete bolus alert was identified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged fill estimate issue could not be verified.

Manufacturer narrative:
(B)(4). The failure investigation has been completed and the alleged incomplete bolus alert was identified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged fill estimate issue could not be verified. However, a different issue was identified.